Event description:
It was reported that during a gastrectomy procedure, the surgeon noted repeatedly, a disconnection clamp/ anvil during assembly of the stapler, despite the "click". The surgeon had to perform manual anastomosis in difficult conditions at the bottom of the abdominal cavity. The intervention was extended by an hour.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and uncut. All the staples were present on the device, indicating that the device achieved had not been fire. The device tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. Although there is no conclusion as to what cause the report incident it is possible that the anvil was gripped by the locking springs while trying to reattached to the device; this would prevent the anvil locking on to the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device is received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there bleeding? No. Did the prolonged procedure change the post-operative care? No.